Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned device confirmed the reported event. Root cause and corrective action are documented in the CAPA system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Additional information received indicated that the orange ring was chipped and cracked.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sales consultant had 3 items break during surgery, or noticed in surgery. A ps femoral trial size 4, cracked upon impaction into 2 (two) pieces, sales consultant have both pieces. The impaction handle trigger broke off, sales consultant have red trigger and spring, and are returning 3 pieces. Patella clamp orange ring is severely damaged and is returning. No one was injured by any of this incidents, and the case was not delayed as sales consultant had back up trays on hand. Each item will be returned.